Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the reload loaded properly and closed down on tissue appropriately. The surgeon pressed the green fire button on the handle and all looked clear to fire. He pressed the fire button and nothing happened. The staff opened a 2nd idrive (using the same reload) and the same happened. After the case, the same reload was loaded onto an idrive and would not fire. The last known patient status is that the patient is good. To correct the problem, a new reload was used. No other adverse events reported.